Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the customer had been having air bubbles in the reservoirs for 2 weeks. The blood glucose level at the time of the incident was 6 mmol/l. It was stated that the insulin was at room temperature and the customer had been advised to change the reservoir once a week. No insulin leaks were found during the high pressure test. It was advised to change the entire set. The product will not be returned for analysis.